Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion at l3-l5 due to spinal stenosis at l3-l5. Intra-op, during implantation, the peek part of the cage (where the cage connects to the inserter) broke. The broken fragment of the implant was removed. No patient complications were reported.